Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no other faults. The sealing ring, cap, and spring shell were from a third-party repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the resectoscope sheath's cap was missing. The device was returned for evaluation. During the device evaluation, the ceramic tip was found to be displaced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record could not be performed as the lot number could not be obtained due to being faded and unrecognizable. Based on the results of the investigation, the damage to the ceramic tip of the sheath was caused by mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress. However, it cannot be determined with certainty whether there was pre-existing damage, wear, or any damage on the ceramic insulating insert caused during last reprocessing or during last usage. The event can be detected/prevented by following the instructions for use (IFU) which state: 4. Before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.